Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the shaft of the harmonic ace instrument was separated, and the jaw did not fit properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm/injury. The instrument did not collide with any other instrument or tool during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. The instrument was found to have a broken main tube. The damage is located on the outer tube. There is no material missing. The outer tube is detached from the rest of the main tube. Components adjacent to this broken main tube do not show damage.